Manufacturer narrative:
(B)(4). Batch # p94e6m. Investigation summary. The device was returned with no apparent damage. The device was connected to a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. There were no alert screens displayed at any time during testing. The device was disassembled to inspect the internal components and no anomalies were found, related to the reported event. In addition when the device was disassembled and it was found that there was a cracked internal component; the y-link. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a total laparoscopic hysterectomy, while transecting soft tissue, the instrument received a clean blade error message. The doctor cleaned the blade and continued to received the clean blade error message. A second like instrument was used to complete the procedure. There were no patient consequences reported.